Event description:
Additional information was received from a foreign hcp via a clinical study on (B)(6) 2020 it was reported that the patient was hospitalized on (B)(6) 2020 until (B)(6) 2020.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was indicated in the patient's home care center they did change the dose without making an update to the refill date.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a clinical study regarding a patient who was receiving baclofen (1000 mcg/ml at 99.92952 mcg/day) via an implantable pump for an unknown indication for use. It was reported on (B)(6) 2020 the patient went to the emergency room with a pump alarm; the pump was empty. It was stated the refill date of the pain center was (B)(6) 2020. It was indicated the institution where the patient permanently stayed probably did a dose adjustment without changing the refill date. It was stated the event resulted in in-patient hospitalization, however, it was stated this was preventive admission in the context of accidental withdrawal of intrathecal baclofen. The pump was refilled with baclofen on (B)(6) 2020 and the event resolved without sequelae on (B)(6) 2020. The event was considered related to the device or therapy and not related to the implant procedure. Further complications were not reported.